Event description:
It was reported that during an sigmoidectomy procedure, an error occurred. After that the active blade was broken. The broken part was retrieved completely. There was no pt consequence.